Event description:
It was reported there was an infection that was discovered in (B)(6) 2014 and the device was explanted in the same month.

Manufacturer narrative:
Concomitant medical products: product ID 37651 lot# serial# (B)(4) implanted: explanted: product type recharger product ID: 748295,serial# (B)(4) implanted: (B)(6) 2005 product type extension product ID: 748295, lot# serial# (B)(4) implanted:(B)(6) 2005, product type: extension. Product ID: 37642, lot# serial# (B)(4) product type: programmer, patient. Product ID: 3387-40, lot# j0421698v implanted: (B)(6) 2004, product type: lead. Product ID: 64002 lot# n295691, implanted: (B)(6) 2011, product type: adapter. Product ID: 3387-40, lot# j0421698vimplanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748295, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748295, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 748295, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748295, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387-40, lot# j0421698v, implanted: (B)(6) 2004, product type: lead. Product ID 64002, lot# n295691, implanted: (B)(6) 2011, product type: adapter. Product ID 3387-40, lot# j0421698v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional reported that there was a skin infection and there was breakdown over the extensions. Lab tests were done as diagnostics. The cause of the infection was unknown.